Event description:
The customer reported that battery had a torn elastomer. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The battery was evaluated at philips and the failure was verified. Philips confirmed the failure. Philips sent the customer a new battery which resolved the failure.